Manufacturer narrative:
A complete lead was returned in two pieces. Connector portion measured 4.5cm while distal portion measured 42.2cm/41.0cm/39.1cm (inner coil/inner insulation/outer insulation). The reported event of noise was confirmed. The cause of the reported event was isolated to full breach insulation degradation.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was oversensing noise. The lead was explanted and replaced without issue. The patient was stable.